Event description:
In 2004 a pt came into the doctor's office for dental caries treatment. The pt had no pre-existing dental problems. After use of nexus 2 the pt experienced pressure and pain. The doctor performed a root canal and stated that if this had not been done the pt would have experienced permanent injury. The pt has not experienced any additional symptoms.